Event description:
During a ptca/stenting treatment procedure, deflation difficulties were encountered with the maverick2 monorail 2.5/20 mm balloon after the third inflation to 20 atms. The first inflation was to 8 atms and the second inflation was to 16 atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the distal left circumflex coronary artery. The physician used a terumo introducer sheath for vascular access, a 7 fr brite tip guide catheter had a balance guide wire to cross the lesion. The maverick2 monorail balloon was being used to further treat the lesion after placement of a cypher stent. It is unk how long the maverick2 balloon was inflated, but it was fully deflated when removed from the pt. The mavrick2 monorail balloon was removed and replaced with a quantum maverick 2.5/20 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.